Event description:
The following information was received through literature ¿retrospective evaluation of three types of expanded polytetrafluoroethylene grafts for upper limb vascular access¿ published in renal failure in 2024. This retrospective cohort study was conducted on selected avg [arteriovenous graft] patients between january 2016 and september 2019. Three most commonly used prosthetic graft types (gore® propaten® vascular graft, gore® acuseal vascular graft, and venaflo® ii) in avg surgery across china were compared. 282 patients were included in the study. Among these patients, 105 received gore® propaten® (gpvg group). 36 patients in the gpvg group had symptoms of steal syndrome. The symptoms were relieved after the vascular diameter of the fistula at the arterial end of the prosthetic graft was reduced. Graft rupture was noted in two patients in the gpvg group. Reinterventions were performed on the two patients, grafts were removed, and new grafts were placed. Patients' postoperative outcomes were good. Graft exposure was noted in two patients in the gpvg group. The grafts were externally exposed and visible. Reinterventions were performed on these patients, grafts were removed, and new grafts were placed. Patients' postoperative outcomes were good.

Manufacturer narrative:
Article citation: title: retrospective evaluation of three types of expanded polytetrafluoroethylene grafts for upper limb vascular access author: tianjiao zhao, et al., doi: 10.1080/0886022x.2024.2371056 renal failure, published online: 16 jul 2024. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient demographics: provided mean age was 59.7 years old and gender was male/female 49/56 in gpvg group. A4: patient weight is not available. B3: date of event is unknown, therefore, 16-jul-2024 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: review of the manufacturing records could not be performed as a valid lot number was unavailable. H3: engineering evaluation could not be performed as the information is not available. H6: c20 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Code b13, b22 - author has been communicated but couldn't provide the follow-up information related to device. The gore® propaten® vascular graft instructions for use states: complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis; mechanical damage or tearing of the host vessel; or re-intervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.